Event description:
Same case as MDR ID: 2134265-2014-02198. It was reported that a burr and a rotawire were detached. A 100% stenosed chronic total occluded lesion was located in a moderately tortuous and severely calcified lesion was located in the proximal right coronary artery. A 1.25mm rotalink plus and a 330cm rotawire and wireclip torquer were selected for percutaneous coronary intervention. During procedure, it was noted that an unknown guide wire was unable to advance further in the middle of the right coronary artery. The physician inserted the unknown guide wire into the branching vessel and replaced the guide wire with the rotawire. Ablation was then performed twice at 200,000 rpm for 15 seconds with the rotalink and was advanced to the distal side of the proximal right coronary artery. The physician replaced the rotawire with a non bsc guide wire and advanced the guide wire to the target lesion but still experienced difficulty in crossing the lesion. Additional ablation was then performed with the rotalink. It was also noted that during ablation, the burr kept moving back and forward. It was further noticed that the rotalink was stuck in the distal side of the proximal right coronary artery and the burr could not be removed. Ablation was performed again and noted that the shaft of the burr and the rotawire were detached. Furthermore, it was noted that the rotawire was trapped inside the shaft of the burr and that the burr was not inserted to the spring tip of the rotawire. The tip of the burr and the rotawire still remained in the distal part of the proximal right coronary artery. The procedure was not completed due to another reason. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted that the catheter and the advancer were connected upon return. The shells of the catheter were not attached to the device upon return. The burr was detached from the catheter coil. The distal end of the coil where the burr should have been attached was stretched. A visual examination of the complaint unit was carried out. The advancer knob was locked in a forward position. The handshake connector of the advancer was found to be bent inside the sheath of the catheter. The sheath of the catheter did not cover the entire length of the coil upon return and it was torn slightly distally to the strain relief of the catheter. It is possible the shells of the catheter and the damage to the handshake connector of the advancer were a result of the device being dismantled during the procedure to investigate the guide wire restriction issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-02198. It was reported that a burr and a rotawire were detached. A 100% stenosed chronic total occluded lesion was located in a moderately tortuous and severely calcified lesion was located in the proximal right coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ and wireclip¿ torquer were selected for percutaneous coronary intervention. During procedure, it was noted that an unknown guide wire was unable to advance further in the middle of the right coronary artery. The physician inserted the unknown guide wire into the branching vessel and replaced the guide wire with the rotawire. Ablation was then performed twice at 200,000 rpm for 15 seconds with the rotalink and was advanced to the distal side of the proximal right coronary artery. The physician replaced the rotawire with a non bsc guide wire and advanced the guide wire to the target lesion but still experienced difficulty in crossing the lesion. Additional ablation was then performed with the rotalink. It was also noted that during ablation, the burr kept moving back and forward. It was further noticed that the rotalink was stuck in the distal side of the proximal right coronary artery and the burr could not be removed. Ablation was performed again and noted that the shaft of the burr and the rotawire were detached. Furthermore, it was noted that the rotawire was trapped inside the shaft of the burr and that the burr was not inserted to the spring tip of the rotawire. The tip of the burr and the rotawire still remained in the distal part of the proximal right coronary artery. The procedure was not completed due to another reason. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).